Event description:
The customer reported fluid leaked from the cartridge chemistry (cc) sample probe involving unicel dxc 600 synchron system. The customer had on proper personal protective equipment (ppe): gloves, laboratory coat, and eye protection during troubleshooting. The customer noted the fluid was contained on the reaction wheel cover. The customer replaced the sample probe and syringes; and the fitting on top of the probe were secured. The customer stated no erroneous patient results were generated. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) observed the unit was not in operation with fluid leaking from cartridge chemistry (cc) sample probe. The fse primed the system and discovered fluid leaked during probe wash and the waste valve silent during evacuation. The fse replaced the cc sample probe wash collar waste valve and cc syringe 3-way valve to resolve the issue. The unit conformed to the manufacturer's published performance specifications. (B)(4).